Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on 12/30/2015. The fse found that the evacuation by-pass valve (ebv) and drain valve (drv) valve required replacement. The fse replaced both valves resolving the issue. The system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that the positive control had been failing on the iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.